Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the lamp because the lamp reached the end of service life.

Manufacturer narrative:
The reported problem was addressed through troubleshooting with olympus technical support. It was learned through communication/interviews, performed by olympus technical support, with the reporter, that the end user reported problem could not be duplicated. The reporter informed technical support that the lamp life was at least 500 hours. Technical support advised the reporter to change the lamp to resolve the reported problem. Based on the available information, the likely cause of the reported problem is related to maintenance. The instructions for use provides the following statement: warning: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one...."

Event description:
A user facility reported to olympus that end users reported lamp errors were generated on startup of the device. There was no patient injury or harm, associated with the problem, reported to olympus.